Event description:
Olympus medical systems corp. (Omsc) was informed that the stent which had placed in the patient's bile duct migrated and a perforation occurred in the duodenum. The doctor performed open surgery to treat perforation and removed migrated stent. The patient has recovered.

Manufacturer narrative:
The subject product was not returned to omsc since it was discarded by the user facility. The exact cause of the user's experience could not be conclusively determined. As the checking of the manufacturing record of the same lot, nothing abnormal was detected. Therefore, omsc considers that the condition of the stent implantation or patient was attributed to the stent migration and perforation in the duodenum. The device instruction manual has warned users" after placing the stent in the duct, closely monitor the condition of the patient. Also, periodically check the condition of the stent (to see if the lumen of the stent is not clogged, and if there are four side flaps in the side of the duodenum, etc.) And the condition of implantation of the stent (to see if the position of the stent has not changed). In case of irregularities or unnecessary retention of the stent, remove the stent using grasping forceps." This report is being submitted as a medical device report in an abundance of caution.